Event description:
It was reported that, prior to a procedure, this laser broke approximately 10 cm from the connector when first fired. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that, prior to a procedure, this laser broke approximately 10 cm from the connector when first fired. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed the fiber was received in one piece and without the connector, indicative that it had broken off from the fiber. Microscopic inspection of the tip showed that it was in good condition. Functional testing of the aim beam could not be performed due to the condition in which the fiber was received. The area where the connector and strain relief attach to the fiber was observed to be burned. Based on analysis results and information available, it is probable that during handling of the fiber at preparation, a microfracture may have developed within the connector component. As the fiber was connected to the console, it overheated leading to the separation of the fiber body from the connector resulting in the reported event. The moses fibers IFU instruct user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, prior to a procedure, this laser broke approximately 10 cm from the connector when first fired. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed the fiber was received in one piece and without the connector, indicative that it had broken off from the fiber. Microscopic inspection of the tip showed that it was in good condition. Functional testing of the aim beam could not be performed due to the condition in which the fiber was received. The area where the connector and strain relief attach to the fiber was observed to be burned. Based on analysis results and information available, it is probable that during handling of the fiber at preparation, a microfracture may have developed within the connector component. As the fiber was connected to the console, it overheated leading to the separation of the fiber body from the connector resulting in the reported event. The moses fibers IFU instruct user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.